Event description:
It was reported that a user transitioning from an older ilet to a new color ilet manually paused insulin delivery and pretreated or overtreats for anticipated lows, leading to concerns about maladaptation and variable glucose control, with a documented peak glucose of 317 mg/dl and use of approximately 45 concomitant medications. Symptoms included reported asymptomatic hyperglycemia. Outcomes included the user declining additional training and continuing their current self-management approach. Investigation included technical support review and user education regarding appropriate pump use and treatment of low glucose alerts. Investigation of this case revealed user-initiated insulin suspension and preemptive carbohydrate intake as likely contributors to suboptimal glycemic outcomes rather than a device malfunction. It was concluded that the event was related to use practices and not a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.